Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the screen was black. The power cable was verified to be properly connected, and an attempt was made to reboot the station, but the issue persisted with no display. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer worked with the customer and the user shut down and power the unit back on, after which the failed storage spaces were successfully recovered. The system functioned as intended after the field service engineer investigated the issue.